Event description:
It was reported while using the bd ultra-fine¿ 1/2ml insulin syringe 29g experienced scale marking issues. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale marking was faint and illegible.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-jun-2023. H6: investigation summary customer returned one 0.5ml 29ga 1/2in syringe loose. The user reported that the scale marking was faint and illegible. During the visual was confirmed that the scale marking and numbers on the barrel are fade. Due to unknown batch number, no DHR can be completed. Embecta was able to confirm the customer indicated failure.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using the bd ultra-fine¿ 1/2ml insulin syringe 29g experienced scale marking issues. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale marking was faint and illegible.